Event description:
Caller reported that a malfunction occurred on the pump, which had been dropped, although no physical damage was evident. There was no confirmation regarding any adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, as the patient was unable to perform a reset at that time, and it was indicated that the patient would follow up.